Event description:
Customer reported table dropped when attempting to level from trend mode. There was no report of patient injury or procedural delay. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Manufacturer narrative:
Baxter performed an on-site investigation of the affected device. No malfunction or defect could be identified by the field service technician, the device was working as intended. The review of the logfiles revealed that at the day of the event the table was lowered by the user and during this movement an angle error occurred. This concluded the operating table was lowered onto a foreign equipment which then slipped away or was removed forcefully. Following this the table dropped apparently. The root cause was traced to a use error. Based on this, no further actions are required.

Event description:
Customer reported table dropped when attempting to level from trend mode. There was no report of patient injury or procedural delay. This report was filed in our complaint handling system as complaint # (B)(4).

Event description:
Customer reported table dropped when attempting to level from trend mode. There was no report of patient injury or procedural delay. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Baxter performed an on-site investigation of the affected device. No malfunction or defect could be identified by the field service technician, the device was working as intended. The review of the logfiles revealed that at the day of the event the table was lowered by the user and during this movement an angle error occurred. This concluded the operating table was lowered onto a foreign equipment which then slipped away or was removed forcefully. Following this the table dropped apparently. The root cause was traced to a use error. Based on this, no further actions are required.